Manufacturer narrative:
The customer verified that the wash buffer tubing was not pinched and that all the connections were tight. The customer could not find any cracks or other causes of the leak. The customer stated to customer technical services (cts) that they noticed that the leak appeared again after cleaning and troubleshooting. On (B)(4) 2011 a bec field service engineer (fse) discovered that the leak originated at the wash buffer line fitting. The fse attempted to stop the leak using teflon tape, parafilm and loc-tite; these attempts did not correct the leak. The fse ordered and installed a new wash buffer reservoir; no further leaking was identified. Hardware is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report the fluidics tray leaked wash buffer onto the counter by the access 2. The customer wore appropriate ppe to handle and clean the leak. No injury or exposure was reported.